Event description:
It was reported the pt underwent revision of one of the dbs electrodes (left side). The electrode had backed out of the intended target (stn) by about 8 mm causing the pt to lose therapy benefit. The physician was unsure why the electrode had backed out. The burr hole cap and cover as well as the electrode looked ok. There was no fall or trauma reported. The physician removed the electrode and put in a replacement.